Event description:
It was reported to medtronic minimed that the customer called back reported that the high blood glucose persist and also reported the discrepancy between sensor glucose and blood glucose values. The customer reported a blood glucose value of 418 mg/dl. Sensor glucose value reported was 289 mg/dl. The hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040c1. Troubleshooting was performed for sensor glucose vs blood glucose and the customer confirmed that did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The difference was not within the target range and it was more than 30%. Troubleshooting was performed for high blood glucose and customer had been used the insulin pump within 48 hours of reported event. Customer confirmed cannula was bent up on removal of infusion set. No further patient complications were reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.